Event description:
Drive devilbiss healthcare is the initial importer of the device which is a bath chair. This report is the result of an MDR regression analysis. In an overabundance of caution, we are filing this report. The unit was not returned for evaluation. She was sitting on the chair while showering. The chair leg broke and she fell. She was knocked unconscious. She received bruises on her arm from wrist to elbows as well as back, butt, hips, and head. They seem to be abrasions and contusions. She was diagnosed with a concussion. The end-user has parkinson's disease. She has a dbs brain pacemaker on her back that was damaged in her fall. She had a cat scan which confirmed her leads are still in place. She receives regular pain injections in her back through a "cage" at the pain clinic.